Manufacturer narrative:
Per -945 initial report: additional information, including the reason for revision and operative notes has been requested and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. X-rays and the explanted devices have been provided and will be reviewed at corin. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision for approximately 13 years and 1 month. The reason for the revision is unknown.

Manufacturer narrative:
Per -(B)(4) final report. Unfortunately the device manufacturing records for the reported cormet cup (179.246b) could not be identified and thus could not be reviewed. However, the device manufacturing records for the cormet head were identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Operative notes, x-rays and the explants were provided for this case and reviewed at corin. Examination of the returned explants did not present any obvious failure modes or abnormal device characteristics. Both devices exhibited surface characteristics expected of an implant which had been in use for approximately 13 years. The corin devices were coupled with a taper conversion sleeve (manufacturer unknown) which had evidence of corrosion. Based on this, corin now consider this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Cormet revision after approximately 13 years and 1 month due to elevated cobalt and chromium ion levels.